Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt's obsessive compulsive disorder symptoms were deteriorating. The pt had anxiety increase, panic attacks, and withdrawal symptoms due to tapering and stopping serotonin-norepinephrine reuptake inhibitor (snri) treatment. The event resulted in in-patient hospitalization. The pt stopped taking venlafaxine and started taking lorazepam. The event was ongoing. About (B)(6) later the pt had obsessions, compulsions, and anxiety due to worsening or exacerbation of the pt's ocd. The event resulted in in-patient hospitalization. The device was reprogrammed, and the pt recovered without sequelae.